Event description:
On (B)(6) 2013, a (B)(6) male patient underwent a revision of a broken matrixmandible reconstruction plate. The patient was originally implanted on (B)(6) 2012 with a 2.5mm matrixmandible reconstruction plate and 2.4 mm locking screws for a mandible resection and fibula free flap reconstruction. Post-operatively, the patient complained of pain and swelling in the area of the plate. A computed tomography scan revealed that the plate was broken. Additional findings included delayed healing and nonunion. Revision surgery involved application of intermaxillary fixation, debridement of left mandibular bone flap and removal of mandible hardware. It was reported that the hardware was explanted easily and replaced with a 2.5mm matrixmandible reconstruction plate and 2.4 mm locking screws. The patient is waiting for secondary bony reconstruction of the mandible. This is report 13 of 13 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: manufacturing evaluation was reported. Two parts of an unknown and incomplete (partial) matrixmandible reconstruction plate were received, with the parts temporarily wired together. No identifying laser etch can be found on either part to definitively identify the plate. Both a matrixmandible angle reconstruction plate and a (straight) matrixmandible plate have the same relevant features and specifications, however, the unknown plate will be evaluated as a 7 x 23 matrixmandible angle plate as it has a slightly tighter profile tolerance than a straight plate. Both ends of the plate have been cut off and the plate has been contoured into a hook or j pattern. The break is through the beam between holes at the beginning of the hook and end of the straight section. Many marks and indentations can be seen on both the top and bottom of both plate sections along the entire length of the plates. Due to the damage and break through the plate, not all relevant features could be measured. All similar relevant features adjacent to the break were measured and are conforming. Product development evaluation was reported. One matrixmandible reconstruction plate was received for evaluation with complaint category of broke. The plate was received in two broken pieces and the entire plate is not accounted for. The plates are discolored and show multiple bends and worn corners and edges at the bend location(s). This event was most likely caused by early excessive strain by the patient or by reverse bending during contouring which weakens the integrity of the implant at the bended locations. However, based on the complaint details neither can be confirmed. The matrixmandible plating system technique guide and tabulated product drawing were reviewed during this evaluation. The plate is made from commercially pure grade 4 titanium which is a typical material for mandibular plates. The thickness of the returned plate is 2.5mm which is also typical as matrixmandible reconstruction plates in this set are available in several thicknesses (1.5mm, 2.0mm, 2.5mm and 2.8mm). The design is adequate for its intended use and did not contribute to this complaint event.